Event description:
The customer contacted stryker to report that their device displays a solid white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and able to duplicate the reported issue. The stryker service representative fount a damaged c181 capacitor in the user interface (ui) pcb assembly. The ui pcba was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker determined that the cause of the reported issue was due to a damaged capacitor, designator c181, in the ui pcba.

Event description:
The customer contacted stryker to report that their device displays a solid white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.